Event description:
It was reported that the customer went into the water and the insulin pump is no longer working. It was noted that moisture was visible on the side of the screen and the insulin pump was vibrating without an alarm or alert. Customer's blood glucose reading at the time of the call was 18.0 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.